Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. A 3.5x38mm xience alpine stent was used to treat the damaged 3.5x18mm alpine stent and a 2.75x12mm xience alpine stent was implanted to bail out dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided. Concomitant medical products: stent: xience alpine (2.75x38, 3.5x18). (B)(4). The 2.75x38mm and 3.50x18mm xience alpine devices referenced are being filed under a separate medwatch MFR number. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery (lad). After pre-dilatation with a 2.75x20mm non-abbott balloon dilatation catheter (bdc) at 8 atmospheres (atm), a 2.75x38mm xience alpine stent was implanted in the lad and a 3.5x18mm xience alpine stent was implanted proximal to the first implanted stent. A 2.75x12mm xience alpine rx stent delivery system (sds) was advanced to cover a dissection located near the first implanted xience alpine; however, the stent became entrapped on the second implanted stent. A 3x12mm trek rx bdc was advanced toward the entrapped stents and used to release the devices by inflating the balloon to 6 atm. Dilatation of the left main artery (lmt) was also performed. The xience alpine was pulled into an unspecified guide catheter, but it was unable to pull any further and the stent dislodged from the balloon when the sds was pulled with force. A snare device hooked the dislodged stent but the snare device separated into two when the device was pulled. A second snare device hooked the dislodged stent but it was unable to pull the dislodged stent and separated snare device out of the guide catheter. Thus, the dislodged stent and separated snare device were removed from the patient anatomy as a single unit. Reportedly the 3.5x18mm alpine stent seemed deformed (stretched) via angiography and it was also confirmed via intravascular ultrasound (ivus)that the distance between the cells of the stent struts were largely spaced.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance, difficult to remove, entrapment, and device caused damage could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The xience alpine everolimus eluting coronary stent system, electronic IFU states: applying excessive force to the delivery system can potentially result in loss of or damage to the stent and / or delivery system components. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch, the return device analysis revealed the 2.75x12mm xience alpine stent was returned inside the stretched 3.5x18mm xience alpine stent. It was confirmed that the physician did not know the 3.5x18mm alpine stent was explanted. No additional information was provided.